Event description:
During an af procedure, a blood leak occurred. A crack was noted on the tip of the outer sheath and blood began to leak out of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The sheath distal tip had been split. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage, torn seal and subsequent leak is consistent with damage during use.